Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 31 mg/dl. The customer stated that pump give him too much insulin. The customer went to emergency room visit. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 31 mg/dl. The customer was not able to upload to care link at this time. The customer was advised the pump will need to be replaced. The customer was advised to revert to backup plan of manual injections the customer was advised to monitor blood glucose until replacement arrives.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.